Event description:
The patient was discharged by the physician with a "soft" cast. The physician stated the sides of the cast did not completely harden but the cast boot provides stability and it will be fine. The patient was phoned today (mid-(B)(6)) and asked to return to the center to have the cast evaluated. The patient was in agreement and placed on the schedule.